Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be filed.

Event description:
Defect (weakening of the catheter wall causing a balloon) . Incidental finding on a chest x-ray.

Manufacturer narrative:
Received one 6f double lumen pro-line for evaluation. The extensions were cut several inches above the hub to remove the luers and the lumen was trimmed short around the 14 cm mark. The lumen was ballooned and burst between the 9-10 cm depth markings. The burst area only impacted one of the two lumens. A guidewire test and cross sections of the lumen indicated that both lumens were obstructed. Flushing against resistance may have caused the lumen to balloon and burst.